Event description:
The reporter stated that the product cracked between the flush and transducer resulting in blood backing up into the line. There was no patient injury or treatment associated with this event.